Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to an error message of ¿connected to computer¿ received on her adc freestyle libre 2 reader. As a result, the customer experienced symptoms of seizure and a loss of consciousness, requiring a third-party treatment of juice and glucagon injection. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test due to an error message of ¿connected to computer¿ received on her adc freestyle libre 2 reader. As a result, the customer experienced symptoms of seizure and a loss of consciousness, requiring a third-party treatment of juice and glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product was returned for this complaint. Dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed on the reader and no issues were observed. The reader did power on with button depression, but it displayed ¿connected to pc¿ when it was not connected to a computer. De-cased the reader and no issues were observed with the pcba (printed circuit board assembly) upon visual inspection. Removed the transient suppressor dn3, and the reader no longer displayed the ¿connected to pc¿ message. The investigation determined that the cause for the ¿connected to pc¿ message is due to failed dn3 chip. Therefore, this issue is confirmed to a failed dn3 chip. All pertinent information available to abbott diabetes care has been submitted. Section d4 (UDI) was updated.

Event description:
A customer reported being unable to test due to an error message of ¿connected to computer¿ received on her adc freestyle libre 2 reader. As a result, the customer experienced symptoms of seizure and a loss of consciousness, requiring a third-party treatment of juice and glucagon injection. There was no report of death or permanent injury associated with this event.